Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Event description:
The device was explanted. Upon removal, it was noted the device had a "hole on edge within crease".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, curved opening, and yellow particles. A leak test was performed which found one opening. A microscopic analysis identified a curved striated opening on anterior side assessed as surgical damage, broken plug strap assessed as surgical damage, and around 0-25% of the shell is missing assessed as inconclusive. Fill inspection was performed and identified no blockage in the valve. An air pocket was observed within the valve/disk to-shell bond area of approximately 1.5mm. It is out of specification and it is assessed as workmanship. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. Fold creases were observed however the device was explanted. Device analysis has completed and a further investigation was requested due to a workmanship issue found during the additional analysis. A supplemental medwatch will be submitted to provide the results of that investigation.

Event description:
Healthcare professional reported a left side deflation. The device was explanted. Upon removal, it was noted the device had a "hole on edge within crease".